Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Motor passed motor test. Unable to verify excessive no delivery alarm due to motor error alarm and unable to prime. The displacement test functioning properly. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during manual priming. Blood glucose level at the time of the incident was 140 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing without an alarm. The customer also reported that the insulin pump had a motor error alarm. The customer reported that the device may have been exposed to high magnetic fields. Blood glucose level at the time of this incident was 140 mg/dl. The customer stated that two motor error alarms had occurred within two days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.